Manufacturer narrative:
The patient did not report any falls or other events that are likely to have contributed to migration of implanted components. Migration is a known inherent risk of implantable devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. In approximately september 2025 the patient reported increasing difficulty in maintaining consistent connectivity between the implantable pulse generator (ipg) and the external therapy discs. Imaging was performed and found that the ipg had migrated, causing the connectivity issues. On (B)(6) 2025 a full system explant was performed per the patient's request due to the connectivity challenges.